Event description:
It was reported that the patient had undergone a emergent CABG procedure. Sjm staff was not informed the day of surgery, and therapies were not disabled. As a result, patient received shocks. An alert was received for possible output circuit damage. Alert was cleared, and device was successfully interrogated. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.